Manufacturer narrative:
H.6. Investigation summary seventy eight sealed 32g x 4mm pen needle samples were returned from lot. No. 9064740, cat. No. 320566. A clog test was carried out on all seventy eight samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm pro 100 box ap failed to prime "apidra and lantus" insulin before use. The following information was provided by the initial reporter: "failure to prime it was reported by an end user that he uses the pen needles to inject apidra and lantus, using a new needle for each injection. When priming with 1 unit of insulin, he has not been able to get the insulin appearing at the needle tip, despite attempting the prime 6 times. The injection was completed successfully with a new pen needle. This has occurred on two occasions."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm pro 100 box ap failed to prime "apidra and lantus" insulin before use. The following information was provided by the initial reporter: "failure to prime. It was reported by an end user that he uses the pen needles to inject apidra and lantus, using a new needle for each injection. When priming with 1 unit of insulin, he has not been able to get the insulin appearing at the needle tip, despite attempting the prime 6 times. The injection was completed successfully with a new pen needle. This has occurred on two occasions."